Event description:
The report stated that at beginning of procedure, when the pencil was activated, a flame occurred at end of pencil, described by doctor as blue with orange tip, which caught drapes on fire. Another physician attending doused with water, covered with other drapes and patted fire out. No injury to patient or physician. No oxygen was in use. They were using dura-prep, but surgeon said there was 'no pooling of liquids'. None of the disposables were saved.

Manufacturer narrative:
The investigation is ongoing and a follow-up report will be sent when the investigation is complete.